Event description:
Per information provided: (B)(6) 2003 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of kugel patch (device #1). (Note: no implant operative notes were provided for this procedure.) (B)(6) 2007 - patient was diagnosed with ventral incisional hernia with small bowel obstruction thereby underwent open repair with the implant of ventralex mesh (device #2). Per operative notes, ¿the hernia sac was identified and easily reduced. There was a piece of mesh. It was dissected off the intestine and its surrounding subfascial area and removed. Then a ventralex mesh (device #2), was placed in the preperitoneal space. This was anchored in four locations with sutures to the fascia and cranial mesh.¿ (B)(6) 2008 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair. Per operative notes, ¿the old mesh (device #2) was identified. The abdominal wall was dissected free. The patient had multiple recurrences. These were dissected free, able to be reduced and closed with sutures. Upon completion, the rest of the mesh was intact. There was a severe laxity of the abdominal wall and mesh, therefore this was strengthened with sutures, fascia to fascia, as a tummy tuck.¿ (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic converted into open repair with partial removal of ventralex mesh (device #2) and implant of titanium mesh. Per operative notes, ¿the patient had extensive dense adhesions in abdominal wall, colon and small bowel. The hernia sac was grasped and opened. Extensive adhesiolysis was performed. The patient had frozen abdomen. Overlying sac was excised. The patient had intraperitoneal mesh with bowl growing within. This was quite extensive, able to be taken down and removed (device #2). Overlying titanium mesh was then placed from the xyphoid 12th rib laterally over the bilateral component separation and then inferior just below the umbilicus.¿ (B)(6) 2013 - patient had abdominal wall cellulites. (B)(6) 2013 - patient was diagnosed with enteric fistula, infected mesh, recurrent abdominal wall hernia thereby underwent open repair with removal of ventralex mesh (device #2) and implant of biologic mesh. Per operative notes, ¿there was a recurrent hernia on the left side of the abdomen, where piece of small bowel was noted as well as pus throughout. The adhesions were taken down. The ventralex mesh (device #2) was removed. The hernia on the left was excised back to healthy tissue. On the right side there was slight area of additional weakness, although intact. A biologic mesh was then placed in a diamond shape, able to cover from the xiphoid down to the pubis and out lateral of the bilateral component separation.¿ (B)(6) 2014 to (B)(6) 2016 - patient had wound vac placement, chronic abdominal wound, small bowel fistula, abscess and granulomas. Attorney alleged that the patient had abscess, adhesions, bowel obstruction, fistulae, infection, mesh migration, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had active fistulas and a colostomy bag with a drain tap.

Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, post implant of kugel patch, patient was diagnosed with infection, fistula, hernia recurrence, bowel obstruction, abscess, adhesions, mesh migration and pain. The instructions-for-use supplied with the device lists infection, fistula, hernia recurrence and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol kugel patch (device #2). Additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.